Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported partial clip movement associated with the clip tilting slightly was due to pre-existing patient anatomy. The reported recurrent mr seems to be a cascading effect of the reported partial clip movement. The cause of the reported death and tissue injury were unable to be determined. The reported patient effects of mitral regurgitation, death, and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the patient's status prior to implant was sick and had aortic insufficiency (ai) and tricuspid insufficiency (ti). During the procedure, leaflet damage was observed. Post mitraclip procedure, a decision to perform a multi valve surgical procedure was made based on the patient status post mitraclip procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, thin leaflets, calcified annulus, severe aortic regurgitation and tricuspid regurgitation. A mitraclip xtw was inserted and deployed on the mitral valve. A second mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. However, post procedure, it was observed that the second clip was slightly tilted laterally. It was noted that the clips were stable on the leaflets. On (B)(6) 2025, a cardiac surgery was performed to repair aortic valve, mitral valve, and tricuspid valve. An echocardiogram was performed and revealed that the mr had increased to a grade of 4. It was noted that the clips remained attached to both leaflets. The procedure was not successful, and the patient passed away during the intervention.